Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one link microbore catheter extension set would not flow. The device was primed and connected to the patient. When the user went to push fluid through the attached syringe the device would not flow. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.